Manufacturer narrative:
A video was provided by the customer showing a syringe infusing fluid through the side port. Leakage was observed from the white button. Received one used 01sc-smv3v 1o2 valve (blue) w/check valve for inspection. No defects or anomalies noted. To replicate clinical use and the leakage in the video, fluid was infused through the side port with the fluid path kept open. There was leakage observed from the white button. The reported complaint can be confirmed. The probable cause is related to a molding defect in white button molded component in the 1o2 smart valve. The lot history was reviewed and no nonconformities were identified that would have contributed to the reported complaint. A correction can be found in h5.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a 1o2¿ valve (blue) w/check valve, rotating luer that was reportedly leaking from the white button during an infusion after the device was used for 2 hours. The issue was not detected prior to patient use. The device was changed out/replaced with no further problems encountered. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention required.